Event description:
It was reported that within a couple months of implant, the patient complained of feeling pain and a 'pacing sensation' in the left chest area. The patient was advised to keep track of when the sensations occur, and the patient will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.